Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about three months post implant the right ventricular (rv) lead exhibited an increase in thresholds and was high. The lead was scheduled to be revised. At the lead revision procedure the inspection of the anchor sleeve looked questionable to the physician. The physician attempted to reposition the lead but was concerned about the lead integrity near the anchor sleeve. Therefore, the lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.